Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history review could not be performed as a lot number was not provided. Our quality engineer reviewed the provided photo but was unable to identify a lot number and the needle appeared to have pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined. A possible root cause for this defect would be the catheter bending during the tipping process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a damaged catheter was found before use with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "the catheter was damaged and the needle was exposed."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged catheter was found before use with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "the catheter was damaged and the needle was exposed."